Manufacturer narrative:
Analysis is being performed and a supplemental report will be filed upon completion.

Event description:
It was reported that this electrode was explanted due to an unknown product performance issue. A new electrode was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis is being performed and a supplemental report will be filed upon completion.

Event description:
It was reported that this electrode was explanted due to an unknown product performance issue. A new electrode was implanted and remains in service. No additional adverse patient effects were reported. Additional information was received that this electrode was explanted due to electrocardiogram morphology changes which led to oversensing and inappropriate shocks. A transvenous device system was implanted in its place. No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis is being performed and a supplemental report will be filed upon completion. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode was explanted due to an unknown product performance issue. A new electrode was implanted and remains in service. No additional adverse patient effects were reported. Additional information was received that this electrode was explanted due to electrocardiogram morphology changes which led to oversensing and inappropriate shocks. A transvenous device system was implanted in its place. No additional adverse patient effects were reported.